Event description:
No new information.

Manufacturer narrative:
Additional data: d4, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
A health professional reported that a tritanium pl cage migrated post-operatively. The patient experienced no symptoms and will not be revised at this time.